Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
It was reported that a 2.25x12 mm trek balloon dilatation catheter (bdc) was requested for during a case. The box indicated the device was a 2.25x12 mm trek; however, the device inside the box was a 2.75x12 mm trek bdc. The device was not used and there was no patient involvement. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context as it is likely a mix-up occurred at the hospital. Upon investigation, it was determined that the respective lots were manufactured approximately two months apart and in different production lines at abbott vascular costa rica which indicates the two units involved in this complaint never came into contact with one another during production. Additionally, a query of the sap system indicated that both lots were sold to the account. All currently available evidence points to the placement of the 2.75x12 mm nc trek bdc in the chipboard box for a 2.25x12 mm trek having occurred at the hospital. In this case, it is possible that the 2.75x12 mm nc trek bdc was inadvertently placed in the wrong chipboard box after being pulled for a previously procedure but not used. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. D10, h3 - the device was initially reported as returning for analysis but has now been reported as not returning because it was discarded at the account.